Event description:
The customer reported that the software is not booting up properly, the unit is nonfunctional.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.